Event description:
An ultratome rx sphincterotome was used during the endoscopic retrograde cholangiopancreatography (ercp) of common bile duct procedure. When the physician put it in the tome, the orientation was crooked. The tome did not bow. The case was completed with another of the same device. The pt's condition was reported to be fine.

Manufacturer narrative:
A lot history search was performed and found no other complaints against lot. Product analysis could not be performed, due to the device not being returned. Customer complaint could not be confirmed, since the device was not returned for product analysis. Based on the eval of other devices that have been returned with the cannulating orientation and bowing issue, the most probable root cause is undetermined.